Event description:
It was reported that the 9900 system would not boot up prior to a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software were installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.